Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1615 ml during therapy initiated on 2012 (B)(6) at 21:20:23h, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed the cycle 3 drain was completed on (B)(6) 2012 at 06:15 and the user's actual drain volume during cycle 3 was 3150 ml. The user had a partial fill of 1534ml and the actual drain volume of 3150 ml is 158% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:20:23. During night drain cycle three, the patient's ultrafiltration reading was 1615ml, indicating the home patient (hp) drained 1615ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information available.